Manufacturer narrative:
The lot was manufactured from january 17, 2023 to january 20, 2023. The actual device was received for evaluation. Visual inspection was performed and a black particle, measured to be 0.10 square mm in size, was observed embedded in the material of the tubing line. The particle was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) which is the material of the tubing line. The embedded particle was measured and found to be = 0.30 square mm in size which met manufacturing specification for particulate matter embedded in the tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the manufacture of the tubing line. The sample was determined to be a conforming product. Particulate matter (pm) not in the fluid pathway is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tubing of a small volume infusor had a black foreign material; it was not reported whether the foreign material was located outside or inside the tubing. This was identified during filling. There was no patient involvement. No additional information is available.